Event description:
The pt cannulated with the fistula needle was discovered to have blood leaking from the hub. The nurse removed the needle and the needle cannula remained in the pt's arm. The nurse removed the needle immediately. No other intervention was reported.